Manufacturer narrative:
The returned device was evaluated. During evaluation the device powers on and shows values properly. The battery charge indicator appears completely full, however the device shuts down immediately when switching from ac to battery power. The battery ws replaced and the device functioned as designed.

Event description:
It was reported that the rds don't charge the hhs. There was no known impact or consequence to patient.